Event description:
Customer reportedly received the following results on the campact system within 10 minutes: 197 mg/dl, 175 mg/dl, and 79 mg/dl. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No high or low blood symptoms reported. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek compact system: test drum lot number 20659342, expiration date 08/31/2008.

Manufacturer narrative:
The suspect product is the compact test drum.